Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low calcium (calc) results generated by the synchron lx20 clinical system for multiple patients. The results were reported out of the lab and were questioned by the physicians. Customer performed maintenance and replaced parts, and then re-tested the original specimens and results were amended. The original and repeated patient results are shown. Treatment was not initiated or withheld based upon the false results reported.

Manufacturer narrative:
Calc qc prior to and after the event was within the lab's established ranges. Prior to calling bci, the customer replaced the modular chemistries (mc) sample probe and syringe plunger and bleached the flowcell and lines. Routine maintenance resolved the issue, and the system was performing acceptably. A clear root cause for this event has not been determined.